Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their device was removed on (B)(6) 2019. They stated that the device was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported that about 6 months ago they noticed that the implantable neurostimulator (ins) was not working to help their symptoms. The patient stated that due to this, the ins has not been used or charged, therefore is in overdischarge. They mentioned that they needed an MRI for an unrelated possible ruptured disc and wanted to get MRI compatibility guidelines. The patient was redirected to follow-up with their healthcare provider to have the ins recovered. No further complications were reported or anticipated. Additional information received from the patient indicated that they have had their implantable neurostimulator removed. No further complications were reported or anticipated.